Event description:
It was reported that during a gastric bypass procedure, surgeon complained of staple line bleeding as he created the stomach pouch. The surgeon used all gold reloads with seamguard buttress material. We examined staple line and did not find any malformed staples. He used cautery to achieve hemostasis in areas of oozing, and finished his case with the same stapler. Case was completed with same device, and no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Damaged one piece sled. The analysis found that the device was returned in good visual condition and with ten cartridge reloads present. The reloads were received fully fired. The returned reloads were disassembled to verify the condition of the internal components and reloads (a, d, e, h, I, j) were found to have the top of the one piece sled ramps damaged. This condition may be caused when the reload is fired over a thicker tissue than indicated. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.